Event description:
It was reported that pericardial effusion occurred and the procedure was cancelled. A versacross connect laac access solution was selected for use during a left atrial appendage closure procedure. Transseptal puncture was performed successfully without any issue. The patient had a trivial baseline effusion. After multiple recaptures with 31mm watchman flx pro laac the procedure was aborted due to challenging anatomy and effusion appeared slightly larger at left ventricle. Patient received 100mg of protamine. No hemodynamic changes. Patient is expected to fully recover and discharged. The device is not expected to be return. No further information was provided.

Manufacturer narrative:
Correction to the initial MDR in block(s) impact codes (f10 and h6), in sections f, user facility / importer report information and h, device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that pericardial effusion occurred and the procedure was cancelled. A versacross connect laac access solution was selected for use during a left atrial appendage closure procedure. Transseptal puncture was performed successfully without any issue. The patient had a trivial baseline effusion. After multiple recaptures with 31mm watchman flx pro laac the procedure was aborted due to challenging anatomy and effusion appeared slightly larger at left ventricle. Patient received 100mg of protamine. No hemodynamic changes. Patient is expected to fully recover and discharged. The device is not expected to be return. No further information was provided.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.